Event description:
Device malfunction: difficult to insert. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the shaft of the starclose device was difficult to insert into the exchange sheath. The procedure was aborted and the exchange sheath was removed from the pt anatomy and hemostasis was achieved using manual compression. There were no pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The device has been received. Investigation is not complete.